Event description:
A medtronic representative reported the stealthstation ior system camera showed black status after they powered the inter-operative room back up and following the intra-operative scan. The use of navigation was discontinued to complete the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Rmas issued for transceivers and camera. However, not all of the components have been returned for evaluation. Investigation of camera found that the issue was not able to be duplicated by medtronic personnel. Tracking and accuracy were found to be normal throughout the volume during functional testing. A medtronic rep at the site found that the pci card was loose at the cpu. After re-seating the card, the system was fully functional. After replacement of the transceivers, the site completed a successful case without issue.